Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the battery compartment was cracked and the pump was intermittently responding to the audio bolus button. There was also adhesive (contamination) found on the button contacts.

Event description:
The pump is reportedly not responding when the audio bolus button is pressed; however, the other buttons are working fine. The pt indicated that the keypad is not peeling and the pump has not gotten wet.